Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the air gas module to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. No logs were provided. The returned air gas module has been tested in a ventilator. It failed the pre-use check with flow transducer test. No issues were found during ventilation for 5 hours. The air gas module has been tested further in a gas module test system and it failed the test. It showed a clearly visible spike, indicating that the nail value was out of specification in which it indicates that the membrane inside the nozzle is sticky. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. However, the reported issue could not be reproduced at the manufacturer site, but other type of failure has been confirmed. The replaced nozzle is confirmed faulty and even though we found different failure during the test at manufacturer site, it could be linked to the reported issue. The nozzle unit should be replaced during the annual preventive maintenance or after 5000 hours of operation, whichever occurs first. Based on the analysis of the information, there is no indication that the preventive maintenance has not been executed in accordance with the prescribed instructions. Consequently, the cause of the stickiness is early wear of the membrane.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4)